Event description:
Reportedly, the balloon became detached from the catheter during a thrombectomy of calcified material at the a, brachialis. Successful retrieval of the balloon was managed with the use of a separate thru-lumen catheter. No pt complications were reported as a result of this incident.